Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, there was intermittent tracking of the straight suction. The issue occurred when the surgeon was navigating the sphenoid sinus. The site attempted to bring up tracking details and re-position the emitter which did not resolve the issue. The surgeon was only navigating the suction for the surgery. Surgery was completed using the navigation system and there was no reported patient impact.

Manufacturer narrative:
The software investigation found that they were unable to determine the probable cause without further information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, there was intermittent tracking of the straight suction. The issue occurred when the surgeon was navigating the sphenoid sinus. The site attempted to bring up tracking details and re-position the emitter which did not resolve the issue. The surgeon was only navigating the suction for the surgery. Surgery was completed using the navigation system and there was no reported patient impact.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended.. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.